Manufacturer narrative:
Patient gender is unknown. Additional product codes for this report include hwc. (B)(4). PMA 510 (k): device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, nor structural stability. The values were in compliance with specifications and international standards. The instrument in question has nicks and scratches on the surface and some areas of the anodized color are disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A functional test was performed and it was detected that the article is fully functional. The complained malfunction could not be reproduced. Based on this result, the failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Not explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), 04.027.038s lot. 9218581, manufacturing date: 22.oct.2014 expiry date: 01.oct.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a change to another size of blade, the blade got stuck in a locked position in the femoral neck. Extraction instruments were used to get the blade out. A new blade was put in successfully. There were a 20 minutes delay to surgery time, patient is fine. This report is 1 of 1 for (B)(4).